Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing records was performed and there was no evidence in the files that showed a correlation that would likely result in patient flexion contracture. All implant lot records were reviewed and there were no deviations reported.

Event description:
The sales representative reported a knee revision surgery due patient's flexion contracture. The surgeon removed and replaced the tibial insert and femur. There were no implant issues noted. The original implant surgery was on (B)(6) 2011 and the revision surgery was on (B)(6) 2013.